Event description:
Leaking from the side of the blue connector.

Manufacturer narrative:
Although the malfunctioning device was not returned to vygon, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to the FDA with in thirty days of its conclusion via follow-up MDR.

Manufacturer narrative:
Although the failed samples related to this complaint were unavailable for testing, ten (10) unused samples from the same lot were examined to determine if the reported issue could be replicated. A visual inspection of the 10 samples revealed no signs of defects. To investigate the complaint regarding leaking issues with the check valve, the samples were tested for leaks using a pressure gauge. The male luer end of each check valve was connected to the pressure gauge, while the female luer end was sealed off to prevent air from passing through. The leak test applied 15 psi of pressure for 5 seconds. All ten samples passed the test without any signs of leakage in the check valves. A review of the lot history record was performed, and no issues occurred during production. There were no failures identified in the aql in-process testing. A 2-year review of complaints data shows that there were two complaints received about leaking check valves against ams-900cv, both from this facility. Corrective/preventive actions: the complaint could not be confirmed because the defective product sample could not be returned, and the returned unopened samples showed no leaks. Therefore, no CAPA is required at this time. Vygon will continue to monitor this issue and escalate as appropriate.

Event description:
Leaking from the side of the blue connector.